Manufacturer narrative:
(B)(4). A follow up report will be submitted upn completion of the investigation.

Event description:
The customer reported that the device displayed a red x at power on. There was no patient involvement.